Event description:
Additional information received later indicated that patient had a loss of therapeutic effect. It was mentioned that the leads were not sending the impulse.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient hadn¿t been able to have a bowel movement in about two weeks. The patient had had two x-rays and her bowels were at their peak and kept filling. She was not able to pee even with a catheter, which started the week of the report. When the patient felt like she had to pee, just a little would come out. The device was implanted to treat her urinary issue. Usually the patient had stimulation at 2 to make it work, but now she turned it up to 5 and could barely feel it. Therapy wasn¿t working as expected. Her implantable neurostimulator (ins) was not working at all and she felt like the leads had moved. The patient had not had any falls or trauma. She wanted to meet with a manufacturer representative. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v077181, implanted: (B)(6) 2008, product type: lead. Product ID: 3037 l, serial# (B)(4), product type: programmer, patient. (B)(4).